Event description:
During the index procedure 1 endeavor sprint stent was implanted in lad and 1 endeavor sprint stent was implanted in lad. Approximately 2 months post index procedure the patient suffered from acute myocardium infarction resulting in death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient also suffered acute exacerbation of asthma which was treated with medication. Investigator assessed that the event is not related to the study device. The patient died 10 days later. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.